Event description:
It was reported that a patient presented with high pacing impedance and high capture threshold on the right ventricular (rv) lead. Electrocardiogram revealed that the lv lead was not capturing. Chest x-ray was performed and revealed that the left ventricular (lv) lead had dislodged. On 3 apr 2024, the physician elected to cap and replace the rv lead and explant the lv lead with no replacement. The patient condition was stable.